Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebt1448 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that the guidewire fractured. The wire remained in the skin and the healthcare professional was able to retrieve the entire wire, this was confirmed by x-ray. No patient injury was reported.